Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and replaced the speaker. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. Philips was unable to confirm the final disposition of the device, as no further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(6).

Event description:
Philips received information on an intellivue x3 device indicating that there was a speaker issue found during service on another device. It was unknown if the device was in use at time of event. There was no adverse event or patient harm reported.